Event description:
PICC line placed. Approximately nineteen (19) days later, the IV beeped indicating a distal line occlusion. A small amount of blood was noted, and the nurse attempted to flush the line but was unable to do so. A heparinized flush was then obtained, and the line was flushed but still with some difficulty. A fine mist then erupted from the hub of the PICC and then drops of fluid began to leak; an attempt was made to seal the leak with tegaderm, and the line was unable to be flushed at all. The PICC had to be pulled and replaced.